Event description:
Add'l info received from MFR on 11/27/02: tmj implants, inc contacted the implanting surgeon for the pt listed in the medwatch. The surgeon did not have any current info on the pt. Three attempts were made via u.s. Mail to obtain surgical follow-up info from the pt. No response was received. No further investigation could be conducted.

Event description:
Crack in right side of tmj implant. Headaches are coming back, must wear splint now and muscoloskeletal pain has increased.